Manufacturer narrative:
Tw #: (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that the new, sterile kit vasoview hemopro 2 was opened for a morning case and the scrub nurse noticed that there was a black hair on the trocar. The kit was passed off the field and a new one was opened to perform the harvest in that case. Per the photos, it shows a black hair on the trocar. No patient injury.

Manufacturer narrative:
(B)(4). Updated sections: b4,g3,g6,h2,h3,h6,h11. The device was returned to the factory for evaluation on 02/05/2025. Photographs were provided by the account. A photographic evaluation was conducted. A single hair was observed near the btt. An investigation was conducted on 03/10/2025. A visual inspection was conducted. The accessory tray was observed to be opened and a single hair was observed to be next to the intact btt. There were no visual defects observed. Based on the photographic evaluation as well as the returned condition of the opened device, the reported failure "contamination/decontamination problem" was not confirmed. The DHR, shop floor paperwork was reviewed. The vendor certifies that this device serial/lot conforms to all applicable product specifications. The lot # 300044131 history record review was completed. There was one (01) ncmr, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.